Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, this patient underwent treatment of a 57 mm thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. It was reported that imaging taken during this procedure identified a proximal type I endoleak. On (B)(6) 2007, follow-up imaging demonstrated a type I endoleak and the aneurysm to measure 58 mm. On (B)(6) 2007, follow-up imaging showed the aneurysm to measure 56mm. On (B)(6) 2008, follow-up imaging showed the aneurysm to measure 58mm. On (B)(6) 2009, follow-up imaging showed the aneurysm to measure 59mm. On (B)(6) 2009, follow-up imaging showed the aneurysm to measure 66 mm with evidence of a proximal type I endoleak. No further adverse events were reported. It was reported the physician does not plan to treat the endoleak with aneurysm enlargement at this time.